Manufacturer narrative:
Philips service performed motor adjustment and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the stand was not moving correctly, and motor adjustment was performed on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.